Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery flex was also out of specification, and the upper and lower cases, both bail covers, the ring cover, and the lead flex cover were broken.

Event description:
It was reported the device will not power on. There was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.